Event description:
During laminotomy operative procedure, part of pituitary rongeur broke off in surgical wound and was lost in the disc space. The entire disc was removed down to the level of anterior longitudinal ligament. The physician was unable to find the loose piece using a microscope. X-rays were made showing the piece of metal was off toward the left side of interspace, but the surgeon was still unable to find the piece of metal. A fluoroscope was brought in and a second surgeon then was able to get hold of the loose piece of metal and extract it. The operative procedure began at 1:30. The disc had been removed by 2:00. Then the procedure of finding and removing the broken piece of metal took 2-1/2 hours. The pt tolerated the procedure well, was taken to the recovery room and was discharged the following day in good condition to home.